Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) has received numerous inappropriate shocks, which the physician alleged were caused by the patient's progressing cardiomyopathy. The patient requested that device therapy be turned off, despite being informed of the risks by the physician. Additionally, an upgrade procedure to a transvenous system was denied by the patient. At this time, the physician is continuing with monitoring and no additional adverse patient effects were reported. This s-ICD remains implanted, but therapy is programmed off.